Manufacturer narrative:
Correction d1: brand name updated. Correction d2: product code updated. Correction d4: model #, catalog #, expiration date, lot #, and unique identifier (UDI) # fields updated. Correction g4: PMA / 510(k) # updated. Correction h4: device mfg date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that low oxygen levels were observed at initiation of cardiopulmonary bypass. The procedure was a mitral valve (mv) repair and maze was performed. The patient was administrated with a total of 30,000 units of heparin and 200mg of protamine. Bypass initiated at 9.17am for a total of 158 minutes. The arterialline pressure ranged from 168mmhg to 259mmhg. The fraction of inspired oxygen (fio2) was at 80% to 95%. Their venous temperature ranged from 31.3 to 36.3. The device was used to complete the procedure. There was no adverse patient effect associated with this event.